Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date other medical products in use during the event include: product ID l-evolutfx-34 (lot: 0012639693); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the patient was hemodynamically unstable and catecholamine-dependent with a blood pressure of approximately 80/40 mmhg prior to the valve implant. Access was obtained via the left subclavian artery due to calcified femoral arteries. A pre-implant balloon dilation was performed due to a heavily calcified valve with a 24 mm non-medtronic balloon, which was not completely inflated initially and required a second inflation. The transcatheter aortic valve was loaded and, during the first implantation attempt at 80% deployment, the valve dislodged and was recaptured. During the second implantation attempt, an infold in the valve frame occurred. The valve was recaptured into the delivery catheter system and withdrawn, and the patient became unstable and was resuscitated. A non-medtronic valve was implanted during resuscitation. After implantation, the patient experienced a brief drop in blood pressure (50/35 mmhg), followed by asystole after 10 minutes. The right pupil was dilated. The patient subsequently died.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received with a valve loaded within the capsule. The device was received with both the handle and the capsule closed. Delamination was evident to the proximal end of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected with a deep infold noted. An in-house evfxplus-34 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation was evident to the remainder of the device. The reported dislodgement could not be confirmed through analysis. Updated d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the patient was hemodynamically unstable and catecholamine-dependent with a blood pressure of approximately 80/40 mmhg prior to the valve implant. Access was obtained via the left subclavian artery due to calcified femoral arteries. A pre-implant balloon dilation was performed due to a heavily calcified valve with a 24 mm non-medtronic balloon, which was not completely inflated initially and required a second inflation. The transcatheter aortic valve was loaded and, during the first implantation attempt at 80% deployment, the valve dislodged and was recaptured. During the second implantation attempt, an infold in the valve frame occurred. The valve was recaptured into the delivery catheter system (dcs) and withdrawn, and the patient became unstable and was resuscitated. A non-medtronic valve was implanted during resuscitation. After implantation, the patient experienced a brief drop in blood pressure (50/35 mmhg), followed by asystole after 10 minutes. The right pupil was dilated. The patient subsequently died. Additional information was received that per the physician, the cause of death was electrolyte decoupling, and the valve and dcs can be excluded as a contributing cause.

Manufacturer narrative:
Image review: a total of three intraprocedural media files were submitted for review. Fluoroscopic valve load inspection was performed and confirmed a satisfactory load. A pre balloon aortic valvuloplasty was performed twice due to balloon dislodgement mid inflation. The valve was deployed just prior to the point of no recapture without any signs of infolding; however, it was reported that at this point the bioprosthesis dislodged which required a recapture. During the subsequent deployment attempt, infolding of the valve was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. Evidence supports that the infolded bioprosthesis was withdrawn and a non-medtronic valve was implanted. Following implantation of a non-medtronic valve, the patient experienced hypotension. Cardiopulmonary resuscitation was initiated; however, the patient expired. Based on the available information, the analysis was inconclusive and did not allow determination of the cause of death. The absence of the patient¿s executive summary limited the ability to perform a comprehensive anatomical assessment. Updated data: b5. Second paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was removed from the delivery system. The valve was discolored, showing evidence of blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being cr imped inside the delivery system capsule for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. Thrombus was observed on the commissures and all over. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow appeared elliptical. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold event cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.